Event description:
It is reported that the driver broke during the removal of an unk rhk implant that was implanted on an unk date and explanted on (B) (6) 2009 due to infection.

Manufacturer narrative:
(B) (4). Evaluation summary: the fracture may have been caused by overload torsional stress. As returned, the tip of the hex driver has fractured off the device. Sem analysis was performed on the fracture site and appears to have occurred in mixed ductile-brittle mode indicating an overload fracture. An overload torsional stress may have caused the fracture. Eds analysis was also performed on the material and the resulting spectrum was typical. The device appears to meet print specifications and the device history records have been reviewed and are conforming. The instrument has a potential field age of almost 4 years.